Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) was disabled due to limited battery capacity. Additionally, this ICD recorded a code 1004 indicative of a short circuit condition during shock delivery and low shock impedance was detected when attempting to deliver a shock. Technical services (ts) recommended device replacement. This device was subsequently explanted and returned. Other then the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt. This device passed visual inspection. The memory log review indicated that while implanted this device recorded a high voltage system fault; shock lead shorted (fault code 1004). Analysis via x-ray revealed a damaged plasma fuse consistent with shock into a shortened condition. This type of damage is likely due to the device attempting to deliver a shock into a shortened lead (low resistance path. Therefore, the damaged was deemed as due to the environment outside of the device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) was disabled due to limited battery capacity. Additionally, this ICD recorded a code 1004 indicative of a short circuit condition during shock delivery and low shock impedance was detected when attempting to deliver a shock. Technical services (ts) recommended device replacement. This device was subsequently explanted and returned. Other than the surgical procedure, no additional adverse patient effects were reported.